Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and no visible defects, damage, or contamination were found. The component was installed in a known good vela host base unit and was powered in ventilate mode where the unit showed the multiple alarms upon start-up. The unit was powered in service mode. The event log shows multiples xdcr faults for pt801 and pt802. Performed xdcr calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Hide section - h6 codes related to previous medwatch version h6 codes related to pr.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault / exhalation diff. Would not calibrate the exh diff transducer. At this time there was no information of patient involvement from this reported event.